Manufacturer narrative:
The insulin pump was received with a motor error during the rewind due to a corroded home switch. No error alarm noted. Unable to verify the displacement test or low reservoir alarm due to the motor error alarm.

Event description:
The customer reported a motor error alarm during priming. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.